Event description:
Pt received defective paradigm quick set plus catheters from medtronic minimed. Could not deliver insulin via paradigm pump due to catheter malfunction and developed cellulitis on both legs at sites of catheter insertion. Has used pump for 3 years without ever having infection or problem. Developed very high blood sugar but not dka and had to receive insulin by injection. Company to ship other catheters to pt but had not received yet.